Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "runtime calibration failure-1051" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and the autocal valve on the smart pneumatic module was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.